Event description:
During procedure, physician realized that big wheel part of the scope had broken midway through the procedure. Was still able to visualize and withdrew the scope. Scope was then used to retroflex in the rectum and after the rectum was visualized, a perforation was noted. The scope was then changed out to a egd [esophagogastroduodenoscopy] scope. The angulation control knob is broken on device.